Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Shock impedance trends were in the 90-100 ohms range over the last 12 months. Impedances began rising fairly quickly, and did not resemble lead behavior consistent with calcification or lead fracture. Review of the presenting electrogram (egm) showed asvs with appropriate sensing. Right atrial (ra) and rv pace impedances also showed a slight rise in measurements from 530 to 600 ohms and 700 to 770 ohms, respectively. Technical services (ts) discussed troubleshooting options and possible health related causes, as the change in all lead measurements suggested something systemic. This rv lead remains in service. No adverse patient effects were reported.